Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed partial delamination of valve assessed as adhesive failure. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. ¿ yellow particles observed inside the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side deflation. The device has been explanted and replaced.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/23/2014.

Event description:
Patient reported left side "busted" because "a table fell on her". The device has been explanted and replaced.